Event description:
It was reported via repair work order that the footend lift was elevated and would not lower due to the power coil, potentiometer, and sensor coil cord all being faulty. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.